Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there device short circuit.

Manufacturer narrative:
The device was not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure : leaking and smoking. Probable root cause for flow too high and equipment leaks : 1. Material/design error 2. Constant irrigation flow is not maintained leading to limited field of view 3. Stopcocks in improper configuration 4. Large anatomy 5. Missing o-ring 6. Damaged or deformed o-ring 7. Pump malfunction (motor, control board, harness, power supply, battery, or cassette) 8. Clogged tubing 9. User error. Probable root cause for smoke smell or flames coming from device : 1. Insulation melting 2. Excessive cauterization 3. User error 4. Nonconforming electrical components. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there device short circuit.